Event description:
Date notified: 10/05/05 three model 2591 thermotic suction device failed to operate. An inspection of the devices revealed a broken wires in the heat chamber. The heat chambers were rewired and the device was tested to specifications and retruned to the customer. No injury or death resulted from the incident.